Event description:
It was reported that the brake failed to lock and the wire came out. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotapro and rotawire drive were selected for use. During preparation, the rpm was set to 180,000 and the noise coming from the device was considerably louder than usual. The device was advanced into the blood vessel in dynaglide mode and then switched to maximum rotation. The rotapro brake was not working, the wire was unable to lock and came out. The rotapro was exchanged and used with the original rotawire. The procedure was completed with no patient complications.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgements from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was not able to be moved when the advancer button (knob switch) of the returned rotapro device was pressed in normal mode as intended by design. No failures of the brake were identified. Product analysis could not confirm the reported events, as the returned rotawire was held in place by the brake during activation as intended by design, and the clinical circumstances were unable to be replicated.

Event description:
It was reported that the brake failed to lock and the wire came out. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotapro and rotawire drive were selected for use. During preparation, the rpm was set to 180,000 and the noise coming from the device was considerably louder than usual. The device was advanced into the blood vessel in dynaglide mode and then switched to maximum rotation. The rotapro brake was not working, the wire was unable to lock and came out. The rotapro was exchanged and used with the original rotawire. The procedure was completed with no patient complications.